Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer current blood glucose is 400 mg/dl. Customer stated that infusion set are not working. Customer stated that her blood glucose has been 350, 400 and 500 mg/dl. Customer was advised that we will also need to document the bent cannula and site irritation and redness. Customer was advised that we will send out 3 infusion sets.